Event description:
During a lens implant surgery, a chip was noted on the corner of the lens immediately after insertion into the eye and prior to the end of the surgery. The lens was replaced without incident to the pt.